Manufacturer narrative:
As of today, the medical device is not available for analysis therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Device was found to be in unipolar with a out of range impedance measurement error on both atrial and ventricular leads. All measurements are in range (impedance, sensing, threshold) in unipolar and bipolar upon testing and no noise could be created. The device was reprogrammed bipolar and x-ray was recommended to try to identify or eliminate if there are any lead issues. The device remains implanted.